Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm while attempting to bolus. The customer's blood glucose level was 200 (mg/dl). A system check was performed with the current supplies and the pump performed as intended. No damage was noted to the cannula. Reportedly, new cartridge was loaded onto the pump successfully by the customer.